Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, it was noted that the right coronary ostium was very low in this patient. The surgeon elected to prophylactically bypass the right coronary artery as there was very little space between the valve and annulus. It was also reported that the valve leaflets were not coapting. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Acute central leaks observed in the peri-operative period usually occur from technique related issues, such as valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation. In this case, it was reported that the subject device was explanted and downsized two valve sizes. It is possible that the valve may have initially been oversized for this patient. The root cause of this event cannot be conclusively determined with the available information; however, it appears that this event was likely due to patient and/or procedural related factors. There has been no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic aortic valve was implanted, then explanted because the valve was not coapting. The customer has also indicated that "the cardiac bypass time was greatly lengthened due to replacing the valve a second time. So far it appears that the patient tolerated the procedure without obvious complications or harm." Per medical records, the patient had a very heavily calcified bicuspid native aortic valve. The valve leaflets were carefully excised and the annulus debrided off significant amount of calcium. Of note, the right coronary ostium was very low almost down on the annulus. The valve was sized with sizer. The subject device (23 mm valve) was seated and tied down. Then the surgeon inspected the right coronary artery and it appeared patent. There was very little space between the valve and the annulus and for this reason the surgeon elected to prophylactically bypass the right coronary artery. The aortotomy was closed. The cross-clamp removed. Patient was weaned from cpb. At this time, blood pressure immediately fell and echo showed that the valve was not opening. There was no paravalvular leak and no ai. The valve was not moving and for this reason the patient was rearrested. The aortotomy was reopen and there were no sutures through the aortic valve. The valve orientation was correct. The surgeon could not ascertain as to why the valve was not opening. Therefore, he removed the 23 mm valve. The valve was sized and a 19 mm edwards valve was implanted. The aortotomy was closed. The cross-clamp removed. At this point, eject was checked and the valve was moving normally with no evidence of paravalvular leak. Patient was weaned off from cpb again. Then echo showed excellent ventricular contractility and wall motion, excellent de-airing, and a well-seated bioprosthetic valve with no evidence for valvular leak. The mean gradient across the aortic valve after surgery was 4.4 mmhg. The patient was decannulated. Chest was closed. Then she was transferred to the intensive care unit in stable condition.